Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that the aperture coaxial cables were faulty. The fse replaced the aperture coaxial cables, which repaired the voteouts. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating voteouts for red blood cell (rbc) controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.